Event description:
The report company received from their affiliate indicated that the balloon burst during initial inflation in the same patient. The procedure was successfully completed using another balloon of unknown make and size. There was no report of any adverse effects to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product is available for evaluation and testing; however, it has not been received to date.